Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment during a patient's hd treatment resulting in blood loss. The patient¿s estimated blood loss (ebl) is 250ml. It was reported at intake that there was no patient serious injury or medical intervention required as a result of this event. The bmt said that the machine was returned to service after he replaced the blood pump module. The complaint device is not available to be returned to the manufacturer for evaluation.